Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was used to clamp the wound after esp procedure. However, the hemostatic clamp broke during clamping. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 08, 2021: it was reported that a resolution clip device was used during a colonoscopy procedure. When attempting to release the clip, the whole clip detached into two pieces and the control wire in the handle was broken. It was noted that the procedure was prolonged. The patient condition at the conclusion of the procedure was reported to be stable. Note: the over-sheath was attempted to be completely removed prior to the procedure which is note describe in the instructions for use.

Manufacturer narrative:
Block g2 (report source): the nmpa report number is (B)(4). Block h6: the additional information received on november 08, 2021 confirming that this event no longer represents an MDR-reportable scenario. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was used to clamp the wound after esp procedure. However, the hemostatic clamp broke during clamping. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.